Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address peri prosthetic fracture of the left femur due to fall. Surgeon removed a sigma ps rp total knee and replaced with a distal femur construct. Patient had previous total knee arthroplasty on the left knee. Doi: unknown. Dor: (B)(6) 2021. Left knee.